Event description:
The console registered "fiber fault" and the lasers did not function. Reconnecting the devices did not help. In both cases another fiber was used which worked fine. Event date shown as 6/24 and 6/27/94.